Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the rep that a tlc55 was used and right out of the box, the instrument locked up and would not fire. The case was completed by using another instrument. There was no consequence to the patient.